Manufacturer narrative:
The returned device was evaluated. During evaluation, it was found that there was a software failure which caused the lcd screen to display scrambled. A software update is pending release to correct this failure.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the radius-7 has a scrambled display. There was no known impact or consequence to patient.

Manufacturer narrative:
Corrected additional manufacturer narrative: the returned device was evaluated. During evaluation it was found that the lcd display was scrambled due to a software initialization issue. A restart of the device was performed, the issue was resolved and the device was fully functional. Corrected date: (B)(6) 2015; corrected results and conclusion codes.